Event description:
A laparoscopic tubal occlusion procedure with fallopian tube clips was done on 11/17/1995. In july 1997, the pt was determined to be pregnant and gave birth to a normal child in february or march of 1998. The doctor reported that no application problems were noted at the time clips were applied. Sterilization failure is a known complication of the fallopian clip procedure and is documented in the medical literature.